Manufacturer narrative:
No product information is available; therefore, no evaluation can be performed. If more information should become available, the case record/ report will be updated to reflect the additional information. The plant evaluation is underway.

Event description:
A friend of a patient reported to the chinese hotline that the patient was burned due to a thermage treatment. The caller refused to supply any other information.

Manufacturer narrative:
Details about if the device in question is a thermage cpt or flx treatment tip were not provided. The caller refused to provide any other information. No information about the physician was provided. No product was returned for evaluation. In both the thermage cpt user manual (p009240-06 rev. A) and the thermage flx user manual (p009418-04 rev. A), burns and blisters are a known possible patient reaction to the treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidals or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Due to lack of information provided, no causal factors can be determined and no conclusions can be drawn. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The complaint type identified is within risk analysis and performing within the anticipated rate. No corrective action is required.